Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was in range and there were no issues with the integrated multi-sensor technology (imt) calibration. The customer had replaced standard a (stda) and primed it. Then the customer reran samples, and all resulted within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found no instrument issue. Hsc noticed that stda bag was changed before the samples were run. Hsc has suggested maintaining std a bags at room temperature and shaking them before installing them on the instrument. Hsc has also suggested ensuring the bags are rolled as fluid is used to ensure the correct amount of std a is being consistently delivered, and to prime the salt bridge line after changing the std bags in order to remove air from the tubing. In addition, hsc suggests review of proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample centrifugation at the proper speed and time based on the tube manufacturer's instructions and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets buffy coat material fibrin and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on 10 patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s) who questioned them. The samples were repeated on an alternate dimension exl instrument, resulting higher. The corrected results were reported to the physician(s). One emergency care patient with sample (B)(6) was treated due to the (B)(6) result. It is unknown what kind of treatment was administered. The laboratory customer could not provide any details on his treatment. There are no reports of adverse health consequences due to the (B)(6) results.